Event description:
Reporter states customer reportedly rec'd results of 120 mg/dl and 320 mg/dl within 10 minutes on the active system. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of the suspect device and replacement was sent.